Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer would either clear the alarm and resume insulin delivery without changing any supplies or just change some of the supplies. The customer's blood glucose level would range between 200-500 mg/dl with moderate ketones. The customer reverted to manual insulin injections to manage diabetes. Reportedly, the customer was going to switch the type of infusion set that was being used. As the supplies had been changed prior to contacting tandem technical support and the customer was not currently receiving an alarm, troubleshooting to determine a possible cause of the occlusion was unable to be performed.